Event description:
It was reported that insulin gauge on pump displayed amount different than caller expected, with pump showing a plus value and caller concerned about a fill estimate issue. There was no reported adverse impact to the customer¿s blood glucose level. Caller was educated that any plus value was considered accurate and indicated at least that amount of insulin, was instructed to disconnect from infusion site and deliver 10.2 unit bolus to update estimate, and afterward pump displayed 105 units; caller confirmed correct cartridge preparation, declined reloading cartridge while at work, planned to reload later at home, and was advised to call back if issue persisted.